Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However,the technical support asked the customer where exactly on the vent he could pinpoint the noise was coming from and customer said "tha area of the piston in front of the vent.". The technical support explained that if the noise is from the piston there is a possibility that at some point the unit might stop and they need to have a back up unit ready just in case. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that mean airway pressure (map) of the 3100a occurred metallic knocking sound from vent while on patient. The issue occurred during patient-use but the unit is working correctly and the patient is stable. The sound is getting louder though.the customer confirmed that there was no patient involvement associated with the reported event.